Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that the ins pocket seemed to have fluid buildup around it. Checked impendences and connections that came out normal. Decision was made to move the battery to the other side and create a new pocket.  Revision to move the battery was planned. Once the battery pocket was opened it was determined the patient had an infection. The infection was not in the midline. Doctor made the judgement to explant the whole system and let the patient heal up. New implant of system will be scheduled at a later date once infection is cleared.  Patient's device explanted and patient sent home with antibiotics to clear up infection. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: non-destructive analysis was performed and no anomalies were found regarding the ins (s/n: (B)(6)). Initial analysis was performed, but destructive analysis was not performed as there was no mention of a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.